Manufacturer narrative:
The harmonic ace instrument was received and failure analysis evaluation was performed. The instrument was found to have to blade broken at the midpoint. A piece approximately 0.078" x 0.392" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of an image provided by the customer showed a harmonic ace instrument with the blade missing, which is consistent with the reported complaint. .

Event description:
It was reported that during a da vinci-assisted liver resection procedure using a harmonic ace instrument, the blade broke, resulting in poor cutting and a fragment falling inside the patient. The surgeon was cutting the liver parenchyma when a piece of the instrument's blade broke off inside the patient. The blade piece was retrieved with a laparoscopic forceps. The procedure was continued with a backup harmonic ace instrument. The staff confirmed all pieces were retrieved by checking the fragment of the damaged blade and aligning it with the harmonic ace instrument body. The procedure was completed robotically with no report of injury.